Manufacturer narrative:
The parameters of ten lenses were measured and a visual inspection was performed. The lenses meet co standards for base curve, center thickness, and diameter. No visual attributes were observed. The solution was also tested. The ph and conductivity were in spec. If add'l info is rec'd, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly mgmt review meetings. Device labeling single use or reuse.

Event description:
Foreign affiliate reports eye care provider reports 3 pts with corneal injuries while using accuvue oasys as a bandage lens following prk (photorefractive keratectomy) procedures. This form is to report "pt 2". The dr reported that the practice had used acuvue bc 9.1 +0.50 successfully as a bandage lens in the past. The surgeons rec'd info that they should use the oaysis in bc 8.8 instead. One day after they used this lens on 20 eyes, three pts reported pain. On the weekend, the surgeon reportedly had to come to the clinic up to 10 times to remove the lenses from eyes. The lenses reportedly adhered to the eye and it could be removed only with forceps. All three pts showed marks on the conjunctiva as well as infiltrates. On pt 1, theses infiltrates were relatively large, centrally located with well-defined edges. No info was rec'd re exact size. Pts 2 and 3 showed several small punctual infiltrates over the center of the cornea. All pts reported, rec'd antibiotic (floxal) corneregel (fluid & gel) and hylo-comod for moistening. All pts had a decrease in visual acuity from 3 to 4 grades. Add'l info had been requested to determine if visual loss is temporary. Some pts showed "grey areas on the cornea".